Event description:
Event verbatim [preferred term] small burn blisters which had to be treated by physician [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced small burn blisters which had to be treated by physician on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of small burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. . This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the event of small burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. . This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reported wrap caused "small burn blisters." The cause of the consumer reporting the wrap caused "small burn blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description. The product quality for the batch is not impacted by this complaint. Batch n49201 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received.

Event description:
Event verbatim [preferred term], small burn blisters which had to be treated by physician [burns second degree], narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (lot# n49201, expiration date: feb2019) from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced small burn blisters which had to be treated by physician on an unspecified date with outcome of unknown. Action taken in response to the event for thermacare heatwrap was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reported wrap caused "small burn blisters." The cause of the consumer reporting the wrap caused "small burn blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description. The product quality for the batch is not impacted by this complaint. Batch n49201 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Follow-up (11nov2016): follow-up attempts completed. No further information expected. Follow-up (26jun2020): new information received from product quality complaints (pqc) group included: updated suspect product, suspect product lot number and expiration date and provided product quality investigation results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the event of small burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. . This case meets initial 10-day EU and 30-day FDA reportability.